Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("suspect they only pulled the coils and not the implant") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was some difficulty with one of the tubes" in (B)(6) 2017, device use issue "looks like a 3rd implant on the side they had to redo" and device physical property issue "it looks like it sort of coiled up". In (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("suspect they only pulled the coils and not the implant"). Essure treatment was not changed. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: there was some difficulty with one of the tubes and they had to remove the first attempted implant and redo the implant on that same side, which went smoothly. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: there was no spillage on either side. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a physician and describes the occurrence of device breakage ("suspect they only pulled the coils and not the implant") in a 36-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was some difficulty with one of the tubes" in (B)(6) 2017, device use issue "looks like a 3rd implant on the side they had to redo" and device physical property issue "it looks like it sort of coiled up". In (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("suspect they only pulled the coils and not the implant"). Essure treatment was not changed. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: there was some difficulty with one of the tubes and they had to remove the first attempted implant and redo the implant on that same side, which went smoothly. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: there was no spillage on either side quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.